Event description:
Patient's home health nurse advised that the curlin pump at home displayed an error code of 31:0, to turn off pump and call provider. The nurse advised that they were unable to use the pump and that the infusion was completed via gravity supplies on hand. This occurred back on the last infusion date of (B)(6) 2025, but the rn is just now notifying us today. Based on the information provided from rn, no dose was missed, and no adverse effects were reported that the patient experienced due to faulty pump. A replacement pump, manual, and return box were added to the profile and will be sent with the next order per rn request. Rn did confirm the faulty pump is still in the patient possession and can be returned to cvs for service. No further information to provide at this time.